Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis randomly shuts down. A field service engineer confirmed battery failed hardware test application (hta). Replaced the battery and power module. Verified proper operation after replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept shutting down. The customer stated that the station had to be manually powered on by pressing the rear power button, but it shut down again. Once powered up, the system displayed an ac power has failed error with a countdown. The customer confirmed that the power source was functioning properly and had been scheduled to refill the station when they noticed that it was powered off. However, there were no delay, adverse events or injuries reported based on this incident.